Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the device was in need of repair. During surgery the device did not mesh properly. There was no harm or delay reported. An alternate device was used to complete the procedure. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit would not properly mesh and passed the test mesh during device evaluation. The cutter and side plate were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.